Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture, decreased impedances, and decreased sensing. The atrial sensitivity was subsequently reprogrammed, and it was noted that the patient experienced worsened heart failure due to this programming. It was additionally noted that the patient had undergone coronary artery bypass graft surgery, and the lead did not function appropriately afterwards. A device upgrade procedure was later performed, during which, an attempt was made to extract this lead. The tip of the lead was removed from the cardiac tissue; however, when the lead was in the patient's superior vena cava near their shoulder, the lead could not be pulled out from that point. This lead was, therefore, cut and surgically capped. No additional adverse patient effects were reported. The portion of lead that was removed was discarded after the procedure; therefore, will not be returned.